Manufacturer narrative:
.

Event description:
Pump does not hold a charge when fully charged. If blockage occurs or leak occurs and battery is low no alarms indicate and no messages indicate battery power. Messages disappear from screen, no alarms sound, and pump does not suction correctly.

Event description:
Failure to charge. Failure to alarm. Pump does not hold a charge when fully charged. If blockage occurs or leak occurs and battery is low no alarms indicate and no messages indicate battery power. Messages disappear from screen, no alarms sound, and pump does not suction correctly.